Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the advancer became stuck. The target lesion was located in the left anterior descending artery. A rotablator rotalink advancer w/tubular drive shaft and rotawire-ic were selected for use. During the procedure, the advancer malfunctioned during rotational atherectomy (ra) and became stuck. The procedure was successfully completed with another of the same device. There were no patient complications, and the patient was stable post procedure.